Event description:
I purchased a package of walmart's equate antibacterial bandages (multipack of various shapes/sizes) recently, and a few days ago applied one of the (colored fabric) bandages to a cut on my arm. The next day, I noticed the area surrounding the bandage was pink and itchy, and the skin appeared to be pulling tight around the edges. When I removed the bandage, the cut itself was irritated and oozing lymph, and the skin that was in contact with the bandage padding (not the adhesive), was red, bumpy, and warm to the touch. The cut and surrounding skin has remained irritated, itching, and red for several days without improvement despite treatment attempts. The bandage was on for less than 24 hours total, and I have previously never had any sort of allergic reaction to antibacterial bandages, or benzalkonium chloride specifically.